Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The stent delivery system was uneventfully delivered to the target severe tortuous ophthalmic segment (c6) of the right internal carotid artery (ica) 85% stenosed lesion and deployed. However, the stent did not fully open and migrated into the clinoid segment (c5) of the right ica. The subject stent remains implanted in the c5 of the right ica. Another wingspan stent was successfully placed across the target c6 ica lesion. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the outer body was kinked on its proximal shaft and compressed on distal shaft just proximal to the outer body distal end. The inner body was in the outer body. The inner body bumper marker was just proximal 3.0cm from the outer body distal tip markers. The inner body was attempted to be pulled out, but there was a lot of friction. The inner body was removed and examined and a kink was found on its middle shaft at approximately 85.0cm from its proximal end. The stent was not returned as it was already deployed during the procedure; however, friction was noted when moving the inner body in the outer body, likely due to the observed anomalies. No anomalies were noted with the returned rotating hemostatic valve (rhv) or the stent. No other anomalies were noted. As per the additional reported information, it appears that the patient's anatomy was severely tortuous and the percentage of stenosis of the target lesion was about 85%. However, there was no resistance reported during procedure, so it is likely that procedural factors such as the patient's anatomy and 85% calcification contributed to the reported and observed damages limited the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
The stent delivery system was uneventfully delivered to the target severe tortuous ophthalmic segment (c6) of the right internal carotid artery (ica) 85% stenosed lesion and deployed. However, the stent did not fully open and migrated into the clinoid segment (c5) of the right ica. The subject stent remains implanted in the c5 of the right ica. Another wingspan stent was successfully placed across the target c6 ica lesion. There was no clinical consequence to the patient due to the reported event.